Event description:
A malfunction was reported on the pump but did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer used a backup insulin pump to continue insulin delivery and was sent a replacement pump by technical support. The customer was instructed on how to put the current pump into storage mode and return it, as well as the steps to take upon receiving the replacement pump.